Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)((4).

Event description:
The customer reported via phone call indicating high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 460 mg/dl. The customer treated with an insulin pen that broke and came home and treated with syringe filled with insulin. The customer reported event to be solved by complete set change. The customer declined to troubleshoot for recurring alarms. The insulin pump will be returned for analysis.